Manufacturer narrative:
Sv 3.1e: pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.